Event description:
Device 4 of 5. Reference MFR report: 1627487-2012-14215, 14216, 14217, 14219. The patient was implanted with two quattrode leads (3146) with the same lot number. The patient was also implanted with two dual extensions (3342) with the same lot number. It was reported the patient's entire scs system was explanted due to an infection. The patient developed a pimple over one of the peripheral leads. The physician broke the pimple, and took a culture which came back positive for an infection. The system was then explanted to be on the safe side sometime in (B)(6) 2011 (exact date unknown). The patient had a new scs system implanted on (B)(6) 2011.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.